Event description:
During an arthroscopic repair, the physician was inserting a speedscrew knotless implant when the tip of the implant broke. The physician was unable to remove the broken tip. Two new bone holes were tapped and two new anchors were implanted. After insertion, the physician was unable to tension the sutures. During tension, both anchors were removed and replaced. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. Evaluation summary: a review of the device history record found no non-conformances. (B)(4).